Event description:
It was reported by service report that the head of bed would not go down. The customer could not determine if there was pt involvement of if there were adverse consequences to report.